Manufacturer narrative:
Age - average; date of death - estimated; date of event - estimated; the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article attached: ¿delayed hospitalisation for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial¿ the other patient effects referenced are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying mitraclip that may be related to patient death, heart failure, stroke, myocardial infarction, unplanned hospitalization. Although the adverse events occurred, this 12-month landmark analysis of the mitra-fr trial showed an almost 2-fold lower annualized heart failure hospitalization rate between 12 and 24 months in patients treated with transcatheter mitral valve repair (tmvr) compared with patients treated with guideline-directed medical therapy (gdmt) alone, which did not reach statistical significance in the setting of a limited number of events. Specific patient information is documented as unknown. Details are listed in the attached article: ¿delayed hospitalisation for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial¿

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history records could not be performed as the part/lot information was not provided. The reported patient effect of death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.